Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Through follow-up we learned that the patient was operated on in both eyes with the same result. The exact implantation date is unknown as it was performed in another hospital. The unexpected postoperative refraction does affect the patient in their daily life. An explant is being considered but it would be a risky surgery because a yag (yttrium aluminum garnet) capsulotomy in ao (ao q-switched nd: yag laser with one oscillator-amplifier) was performed. No additional information was provided. Device evaluation: the intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, an evaluation of the complaint device could not be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: one year ago. If explanted; give date: lens remains implanted, therefore not explanted. (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the surgeon has implanted a symphony lens one year ago and the patient reports that the lens only corrects the far distance. She does not see well at intermediate distance. The surgeon comments that the behaviour of the lens is like a monofocal. The lens remains implanted. No additional information was provided. Patient has bilateral lens implants. This report represents the second of the two lens implants. A separate report will be filed for the first lens implant.